Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that one corner of the bag was ruptured. Functional testing including an under water pressure test was performed which revealed a leak coming from the injection port. The reported condition was verified. The cause of the condition is inadequate solvent added when the injection site is inserted into the bag during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml intravia container was leaking at the seam on the injection port. The leak was observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.